Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, lot # j10811r38, implanted: (B)(6) 2001, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It was reported that following a routine pump replacement procedure the patient became lethargic and was admitted to the hospital; they were suspecting acute renal failure. The routine pump replacement was uneventful. The old pump was programmed to deliver dilaudid (10mg/ml at 6.98mg/day), bupivacaine (30mg/ml at 20.96mg/day), and clonidine (60mcg/ml at 41.92mcg/day). The new pump was programmed the same; however, upon further review of the medication the new pump was filled with dilaudid (20mg/ml), bupivacaine (30mg/ml), and clonidine (120mcg/ml), so the pump was delivering a double dose of the clonidine and dilaudid. The physician opted to reduce the intended dose (6.98mg/day) by 10% to 6.282mg/day. The patient had been receiving twice the dose of clonidine and dilaudid for approximately 24 hours before the programming was corrected. It was later reported that the patient was doing fine now. This reporter did not know if the patient had renal failure. The patient had some other issues unrelated to the pump, but was doing fine now.